Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure one day prior. According to the complainant, approximately twenty three minutes into the procedure, pressure was lost in the prosthetic balloon due to a leak (or hole) on the proximal end of the balloon. The warning alarm sounded for "low pressure" and "water level low." The procedure was not completed due to the event, and the patient was sent home with a foley catheter. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.